Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised due to fractured poly liner and disassociation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to fractured poly liner.

Manufacturer narrative:
Added : h6 product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs alleges pain and noisy. After review of medical records operative note reported pain, squeaking and dislodged polyethylene, seroma, metallosis and it was also stated that there is no pseudotumor and shell was not loose.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Patient code: no code available ((B)(4)) used to capture (medical device removal).

Event description:
Complaint description: patient was revised due to fractured poly liner and disassociation. Update rec¿d 03/03/2017: litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain, discomfort, osteolysis, cup loosening, and heterotic ossification. Complaint was updated 03/13/2017. Update (3/15/2017): medical records received. Right hip revised for mechanical polyethylene failure, one month out from index surgery, with x-rays showing dislodged polyethylene. Revising surgeon identified a seroma upon entering joint, and "slight discoloration...consistent with metallosis". There was no pseudotumor. Identified the "dislodged polyethylene liner". Additionally, the femoral head "showed metal striping where it had been articulating with the titanium...shell". The original cup was noted to not be loose, with some ingrowth already at a month out. There was no evidence of osteolysis noted in the index or revision surgeries, nor heterotopic ossification, as alleged. Implant loosening, osteolysis, and heterotopic ossification harms removed from complaint. Metallosis and pain/discomfort added. There are no labs for metal ions available. The complaint was updated on: 4/4/2017. Investigation method: no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Investigational inputs were requested as indicated per internal procedures for this failure mode, however no information was provided to depuy: without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. Investigation summary: patient was revised due to fractured poly liner and disassociation. Doi: (B)(6) 2016 ; dor: (B)(6) 2016 (right hip). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec¿d 03/03/2017 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain, discomfort, osteolysis, cup loosening, and heteroptic ossification

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update (3/15/2017) medical records received. Right hip revised for mechanical polyethylene failure, one month out from index surgery, with x-rays showing dislodged polyethylene. Revising surgeon identified a seroma upon entering joint, and "slight discoloration...consistent with metallosis". There was no pseudotumor. Identified the "dislodged polyethylene liner". Additionally, the femoral head "showed metal striping where it had been articulating with the titanium...shell". The original cup was noted to not be loose, with some ingrowth already at a month out. There was no evidence of osteolysis noted in the index or revision surgeries, nor heterotopic ossification, as alleged. Implant loosening, osteolysis, and heterotopic ossification harms removed from complaint. Metallosis and pain/discomfort added. There are no labs for metal ions available.